Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: hrs. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in india as follows: it was reported that on november 26, 2022, while the surgeon was operating on a malunited 3rd metacarpal shaft fracture fixed by a senior surgeon with a va 2mm pate and screws, two of the locked screw heads rounded off and just wouldn¿t budge. The surgeon tried a host of other screwdriver heads from a non-surgical kit that included other sizes of star heads; hexagonal, triangular, square, cross head, and flat drivers. Rather than use more aggressive methods of extraction, he cut the plate and let the screws remain. He took care to cover the plate well and only ended up bone grafting the volar aspect. The surgery was delayed by approximately 30 minutes due to the reported event. The presence of the retained implant meant that the surgeon could not re-plate the fracture site to correct the angulation as planned in addition to grafting the fracture site. The procedure was completed successfully and no adverse effects are expected by the surgeon. No further information is available. This report involves one 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 12mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the photos and video were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photos and video revealed that va lockscr ø1.5 self-tap l12 tan was unable to disassemble from the plate, however is not clear due to the evidence provided if the screw head is rounded off or if the driver tip was twisted/stripped. The embedded device condition was confirmed due to the x-ray provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ø1.5 self-tap l12 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI updated. D10: date of concomitant therapy is (B)(6) 2022.